Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. The physician reopened the pocket for repositioning. The lead remains in service. No additional adverse patient effects were reported.